Event description:
It was reported that this patient with a pacemaker exhibited noise on the right atrial (ra) channel. It was noted that the ra lead has a complete fracture of the outer conductor near the clavicle. Additionally, there was stored signal artifact monitor (sam) episodes in which the minute ventilation (mv) was disabled due to noise that was being oversensed. Additional information was requested from the field representative; however, no further information could be obtained. At this time, the system remains in service. No adverse patient effects were reported.